Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Additionally, it was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer reported a blood glucose level of 400 mg/dl.